Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm pump did not command motor movement (pump error 130) and replace battery now. Customer's blood glucose at time of incident was unknown. Customer stated that the pump is now currently dead and not responding to a battery change despite several battery changes. The customer was advised the pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to connector. The battery tube connector plugged back into connector, monitored and no blank display noted. The insulin pump received with normal sleep current. No unexpected replace battery now during testing. The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. However, insulin pump error 130 found in the long trace history. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.